Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window. There was also a blank display due to moisture damage on the electronics and motor. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer went inside the pool with the insulin pump on and that the device is cracked and water-damaged. The patient's blood glucose at the time of incident is unknown. The customer's mother stated that the cracks have been on the pump's casing and reservoir compartment for a while and that she has no idea how the damage occurred. Troubleshooting for a bumped or dropped pump was initiated. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.